Event description:
It was reported it was impossible to interrogate the device. The device was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of telemetry anomaly was confirmed in the lab. The device was tested on the bench and using automated test equipment and the device passed all tests. It is believed that the data was corrupted somewhere between the tx buffer in xena ic and the mics chip. Telemetry functioned normally after code reloaded. The root cause was undetermined.